Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was programmed to higher outputs. The device had approximate three months to explant. Additional information indicates that the patient had competitive generator change and that there were no adverse events noted. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
--

Event description:
Additional information indicates that the device was programmed with high outputs that required battery change. Hence, the device was explanted. No additional adverse patient effects were reported.